Event description:
Primary stability not achieved, no thread tap used. Very hard bone, it was not possible to insert/drill the implant to a length of 9.5mm, but an 8mm implant could be placed successfully.